Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) reimplant surgery due to he fell and his prosthesis eroded. The old device was previously removed and a new ipp was further implanted. No information was provided regarding the patient's outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.